Manufacturer narrative:
Initial MDR submission with device evaluation. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. It was reported the needle was piercing through the cap. To aid in the investigation, four photos were provided for evaluation by our quality team. Two of the photos show a packaging shelf box, one photo shows a packaging blister top web, the fourth photo shows a needle with the plastic shield assembled to a syringe with solution; the needle tip is through the plastic shield. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. The needle assembly should not be recapped. A device history record review was completed for provided material number 305122, lot 3145665. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 305122 batch#: 3145665 it was reported by the customer that needlestick injury risk due to needle piercing through cap. Rcc received a complaint via email. Email(s) attached. Product code: 305122 product description: precision glide needle ¿ 25g x 5/8¿ lot #: 3145665 first reported june 20th 2024. Complaint: needlestick injury risk due to needle piercing through cap.